Event description:
Reporter (pharmacist) was taking out a pack of 10 needles from its box, got stuck by one of the needles which was sticking out of its orange cap. Bled a little bit. Needles were new and unused.